Manufacturer narrative:
Correction b5: medtronic received information that prior to use of two bio-medicus cannulae, it was reported that upon opening the packaging for use, the tube inner core was not compatible with the tube. The use of the devices was unknown. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the inner core could not be inserted into the two catheter bodies. The hospital extensively uses this model of intubation, which has not occurred before. The issue with the two devices was observed on the same date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5. Medtronic received additional information that the inner core cannot be inserted into the catheter body. The hospital extensively uses this model of intubation, which has not occurred before. D.3 MFR name <(>&<)> d.3.6 postal code: these fields were added. E. Initial reporter phone number: this field was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID cb96570-015 (228718814); product type: 0183-cannula; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-medicus cannula, it was reported that upon opening the packaging for use, the tube inner core was not compatible with the tube. The use of the device was unknown. There was no patient involvement, so no adverse effect occurred.